Manufacturer narrative:
A patient sample initially generated a positive influenza a and b result. The patient was asymptomatic which led the doctor to question the positive result. The same sample was re-tested on the same liat analyzer and generated a positive result for influenza b only. The same sample was repeated a second time on a different liat analyzer and generated a negative result for all three targets. The negative results were reported and no harm was alleged. During data analysis of the runs, it can be seen that both positive runs show characteristics of low viral load samples. The CT values reflect this, as delayed CT values were generated indicating low sample concentration. The background and baseline levels of the analyzer are well within acceptable levels and motion data analysis did not reveal any indication of hardware damage. It is possible this is could be due to low-level co-infection or possible contamination of the sample. An investigation was performed on the reagent to rule out any contribution to the allegation. The customer¿s allegation is substantiated. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. On (B)(6) 2021, a patient sample initially generated a positive influenza a and b result. The patient was asymptomatic which led the doctor to question the positive result. The same sample was re-tested on the same liat analyzer and generated a positive result for influenza b only. The same sample was repeated a second time on a different liat analyzer and generated a negative result for all three targets. The negative results were reported and no harm was alleged. An investigation was conducted to evaluate the customer issue. No product problem was identified. It is possible the discrepancy is due to low-level co-infection or possible contamination of the sample. Per FDA guidance, one(1) MDR will be filed.